Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's sensor and blood glucose readings. The customer states they are receiving threshold suspend alarm. The customer's blood glucose level was 111mg/dl, and their sensor reading was 51mg/dl. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issue persists.